Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call to have experienced unexpected restart, failed battery test, damage and battery out limit from alarm. The customer's blood glucose reading was unknown. The customer stated that his battery compartment is broken. The customer stated that the top piece of the plastic where you screw the battery cap in is cracked. The customer received 3 batteries out limit alarms. The customer had completely depleted batteries which caused unexpected restart. The insulin pump will not be returned for analysis.